Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon disagreed with the inclination value readout on software and stated that the cup appeared more horizontal on post-op x-ray. The outcome of the case was successful and there was no harm to the patient.

Manufacturer narrative:
Reported event: an event regarding inaccurate, involving a rio®upgrade disk pka 2.5.6.2 and tha 3.1, catalog: 211355 was reported. Method & results: -device evaluation and results: device inspection could not be performed, no session data was provided. Four communications were made to mps. -device history review: device history review was not completed as the reported device is software. No system serial number was provided. -complaint history: based on the device identification (pn 211355) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate inclination. There were no other reported events for the listed catalog number. Software device.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon disagreed with the inclination value readout on software and stated that the cup appeared more horizontal on post-op x-ray. The outcome of the case was successful and there was no harm to the patient.